Manufacturer narrative:
Device labeling, available in print and online, states: ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. To avoid the risk of electrical shock, this product must be connected to a grounded power receptacle. Do not operate this product if it has a damaged power cord, power supply or plug. If these components are worn, damaged, contact kci. Do not connect this product or its components to device not recommended by kci. Keep this product away from heated surfaces. Although this product conforms to the intent of the standard iec 60601-1-2 in relation to the electromagnetic compatibility, electrical equipment my produce interference. If interference is suspected, separate the equipment and contact kci. Avoid spilling fluids on any part of the product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. Do not use this product while bathing/showering or where it can fall or be pulled into a tub, shower or sink. Do not reach for product that has fallen into water. Unplug the unit immediately if plugged into electrical source. Disconnect the unit from dressing and contact kci. Use only the power supply provided with the therapy unit. Using any other power supply may damage the therapy unit. If environmental conditions (specifically, low humidity) pose a risk of static electricity, take care when handing the therapy unit while it is plugged into an ac wall outlet. In rare instances, discharge of static electricity when in contact with the therapy unit may cause the touch screen to darken, or the therapy unit to reset or turn off. If therapy does not restart by powering the unit off and then on, immediately contact kci. To isolate the therapy unit from the supply mains, unplug the ac power cord from the wall outlet. Power cord may present a tripping hazard. Ensure all cords are out of the areas where people may walk. The use of electrical cables and accessories other than those specified may result in increase electromagnetic emissions from the unit or decreased electromagnetic immunity of the therapy unit.

Event description:
On (B)(6) 2015, the following was reported to kci by the patient: the power cord near the connector allegedly caught fire when plugged in. There was no harm or injury to the patient or any bystanders. On (B)(6) 2015, the following information was reported to kci by the patient's daughter: the patient allegedly saw visible flames shoot out from the power cord, but there was no harm or injury to the patient or others. The power cord was what caught fire and not the unit. The power cord has not been returned to kci, therefore the power cord has not been evaluated at this time, and the reported fire has not been confirmed.

Manufacturer narrative:
Kci has determined the power cord was not returned for evaluation; therefore, a malfunction of the power cord associated with the alleged fire could not be confirmed. Based on the alleged reported event, indicating the potential of a fire, this event remains reportable. Device labeling, available in print and online, states: -ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. To avoid the risk of electrical shock, this product must be connected to a grounded power receptacle. -do not operate this product if it has a damaged power cord, power supply or plug. If these components are worn, damaged, contact kci. -do not connect this product or its components to device not recommended by kci. -keep this product away from heated surfaces. -although this product conforms to the intent of the standard iec 60601-1-2 in relation to the electromagnetic compatibility, electrical equipment my produce interference. If interference is suspected, separate the equipment and contact kci. -avoid spilling fluids on any part of the product. -fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. -do not use this product while bathing/showering or where it can fall or be pulled into a tub, shower or sink. -do not reach for product that has fallen into water. Unplug the unit immediately if plugged into electrical source. Disconnect the unit from dressing and contact kci. -use only the power supply provided with the therapy unit. Using any other power supply may damage the therapy unit. If environmental conditions (specifically, low humidity) pose a risk of static electricity, take care when handing the therapy unit while it is plugged into an ac wall outlet. In rare instances, discharge of static electricity when in contact with the therapy unit may cause the touch screen to darken, or the therapy unit to reset or turn off. If therapy does not restart by powering the unit off and then on, immediately contact kci. To isolate the therapy unit from the supply mains, unplug the ac power cord from the wall outlet. -power cord may present a tripping hazard. Ensure all cords are out of the areas where people may walk. -the use of electrical cables and accessories other than those specified may result in increase electromagnetic emissions from the unit or decreased electromagnetic immunity of the therapy unit.

Event description:
On jan 08 2016, kci quality engineering (qe) completed the device evaluation and determined the following: on (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit with cords passed the qc checks and met specifications prior to patient placement on (B)(6) 2015. After placement, external inspection of the device revealed evidence indicative of a heat event. There was evidence of soot and thermal damage to the blue gasket and the protective cover of the lcd touch screen. There was evidence of black and brown residue on the front, rear, and bottom enclosures to the unit. There was also minor physical damage at the seal to the front and bottom enclosures that appeared to be possible pry marks and black residue was also evident. Internal inspection of the activ.a.c.® therapy unit's internal components and battery did not reveal any evidence of thermal damage or occurrence of electrical malfunction. Although operational testing of the device was not possible due to the unit's received condition, the results of internal inspection and battery testing indicated the activ.a.c.® therapy device was not the source of the heat event. The exact cause and timing for the thermal damage found to the activ.a.c.® therapy device cannot be determined. The power cord was not returned for evaluation; therefore, a malfunction of the power cord associated with the alleged fire could not be confirmed.